Event description:
A malfunction alarm identified as malf 12 was reported, which caused the customer's blood glucose level to exceed 500 mg/dl. Correction bolus via the pump was administered to address the high blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to report if the issue reappears.